Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that an integrity alert had been triggered on the right ventricular lead due to short v-v intervals and a spike in pacing impedance. Oversensing was also noted on stored episodes. Reprogramming was performed. Approximately two months later, another alert triggered for high pacing impedance. The lead was explanted and replaced. During the replacement procedure, the lead was noted to have a tight curve in the pocket and irregularity of the insulation was noted. No patient complications have been reported as a result of this event.